Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up medwatch will be filed.

Event description:
Baxter corporate product surveillance received maude event report from the department of health & human services. Department of health & human services received a report from the customer regarding the baxter as50 infusion pump. Risk manager reported pump was programmed to administer intralipid solution 20% to a premie newborn male patient, dose of 8 ml/hour. Treatment started at 15:30. Syringe pump was checked at 16:30 and it was noted that pump had infused 20ml over 1 hour of the 0.8 ml ordered. Patients lipid reading was 1200, normal reading for infant is 40. Risk manager reported no additional treatment was administered to offset the high lipid reading. No patient injury or medical intervention has been reported.